Event description:
Per the clinic, the patient experienced an infection and skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery to remove the excess skin on (B)(6) 2025.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025.